Event description:
A report of overinfusion was rec'd associated with the use of a flo-gard volumetric infusion pump. According to the rptr, an infusion of dopamine, concentration 800mg/250ml, was set to infuse at a rate of 10ml/hr. Two hrs after the infusion was started the nurse noted that 50mls had been delivered from the bag. According to the report, at the time of the incident, the nurse pulled the bag and tubing set from the device and restarted the infusion using the same tubing and bag on another pump without any further difficulty. According to the rptr, there was no pt injury associated with this incident.